Event description:
It was reported that the keypad of the customer's insulin pump was nonresponsive. The customer's blood glucose levels are unknown. The product has been returned. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to unlocked j2 connector at lcd board. The insulin pump has cracked case at display window corners, battery tube threads and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).